Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes due to noise. In clinic testing was performed and noise was able to be reproduced in primary vector, which was the originally programmed vector. In secondary small amounts of myopotential noise were observed. The device was reprogrammed to secondary and an x-ray was performed. The x-ray did not reveal any anomalies. The device remains in service and programmed to secondary vector. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information regarding trend/CAPA inclusion. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes due to noise. In clinic testing was performed and noise was able to be reproduced in primary vector, which was the originally programmed vector. In secondary small amounts of myopotential noise were observed. The device was reprogrammed to secondary and an x-ray was performed. The x-ray did not reveal any anomalies. The device remains in service and programmed to secondary vector. No adverse patient effects were reported. 01/04/2023 it was reported that the patient received an inappropriate shock due to t-wave oversensing via a change in the patient's intrinsic morphology. The patient was lifting boxes at the time of the shock. The physician will monitor the patient via latitude. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no known additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes due to noise. In clinic testing was performed and noise was able to be reproduced in primary vector, which was the originally programmed vector. In secondary small amounts of myopotential noise were observed. The device was reprogrammed to secondary and an x-ray was performed. The x-ray did not reveal any anomalies. The device remains in service and programmed to secondary vector. No adverse patient effects were reported. 01/04/2023 it was reported that the patient received an inappropriate shock due to t-wave oversensing via a change in the patient's intrinsic morphology. The patient was lifting boxes at the time of the shock. The physician will monitor the patient via latitude. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding trend/CAPA inclusion. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes due to noise. In clinic testing was performed and noise was able to be reproduced in primary vector, which was the originally programmed vector. In secondary small amounts of myopotential noise were observed. The device was reprogrammed to secondary and an x-ray was performed. The x-ray did not reveal any anomalies. The device remains in service and programmed to secondary vector. No adverse patient effects were reported. 01/04/2023 it was reported that the patient received an inappropriate shock due to t-wave oversensing via a change in the patient's intrinsic morphology. The patient was lifting boxes at the time of the shock. The physician will monitor the patient via latitude. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event